Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during branch ligation, the device stopped working. Device timed out and shut off. He said he had to make stab incisions and was delayed because it kept going out every other burn. He had to keep plugging and unplugging the device.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot #3000440283 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.